Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the conductive link was found exposed in the external auditory canal by the clinician on (B)(6) 2012. A history of scraping the external auditory canal was denied by the pt. The pt was re-implanted with a cochlear implant on (B)(6) 2012.